Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was confirmed, device has a broken needle point. The typical cause(s) of this type of event include the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the tip of needle has broken at notch. Surgeon was performing a rotator cuff. As he made his final pass (5th), he pulled back and noticed the tip was gone. The small tip was not retrieved prior to closing. Cuff tissue was stringy. No x-rays had been done to try to locate tip.